Event description:
It was reported that the pt was placed on the stretcher. Reportedly, the siderails were raised and the pt was left unattended. Allegedly, when the clinician returned the siderail was down, and the pt was lying on the floor and sustained an injury. Reportedly, the siderail would not latch at this time.

Manufacturer narrative:
It was reported that the stretcher had already been repaired and returned to service, when the stryker field service rep arrived at the hosp. Parts were not available for eval.